Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: gel mentor artoura ultra high profile tissue expander, catalog number 35051135l , serial number (B)(4), lot number 7317086. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient who underwent breast reconstruction with mentor smooth uhp 1135cc gel implants on (B)(6) 2017 experienced adverse events. The patient has medical history of hypertension and elevated cholesterol. Prior to reconstruction, the patient was diagnosed in (B)(6) 2016 with stage I left upper medial quadrant ductal breast cancer and in situ right lower medial quadrant ductal breast cancer in (B)(6) 2015. The patient underwent radiation therapy in radiation in (B)(6) 2015, bilateral skin sparing mastectomies on (B)(6) 2016, and chemotherapy from (B)(6) 2016. The patient also had mentor artoura ultra high profile tissue expanders before reconstruction that were explanted on (B)(6) 2017 when placing the gel implants. The patient experienced the following post reconstruction with the mentor smooth uhp 1135cc gel implants. The patient had some postoperative erythema/ inflammation, and swelling of left breast that was resolved by (B)(6) 2017. The principal investigator of this patient assessed these events as unrelated to study device or procedure. The patient then had left breast device migration and malposition and right breast asymmetry that was observed on (B)(6) 2017. On (B)(6) 2017, the patient underwent left breast capsulectomy and pocket adjustment with use of stratus acellular dermal matrix and original device was kept in. On the same day, the patient also underwent right side implant exchange due to breast asymmetry. The device was intact upon removal. The left breast device was malpositioned/ displaced again on (B)(6) 2017 and the patient underwent capsulorrhaphy and implant exchange of the left device on (b)(46 2017. The device was intact upon removal. This medwatch is for the left breast implant.

Manufacturer narrative:
On 07/03/18, it was reported to mentor that the patient experienced breast pain on the left breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the patient experienced capsular contracture baker grade iii on the left breast implant. The patient¿s date of birth was (B)(6) 1958. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/02/18, it was reported to mentor that the patient experienced necrosis on the left breast implant. Additional information received actually makes the event not-reportable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This device has not been approved by us FDA and is not marketed in the us. Therefore, this complaint is not MDR reportable. Therefore, this type of event is not covered by post-market spreadsheet report exemption #e2007003 and will be reported under the ide regulations. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/15/2018, it was reported to mentor that the device history record (DHR) for the lot number 7294531 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the patient experienced infection on the left breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/11/2019, it was reported to mentor that the patient¿s initials are (B)(6). The patient¿s date of birth was (B)(6) 1958. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/19/2019, it was reported to mentor that the facility information was (B)(6). Facility address: (B)(6). The patient participated in athena study. On 11/27/2019, after clinical review the following corrections are applicable: on 3/16/2017 the patient experienced erythema, inflammation that were resolved with antibiotics. On 3/21/2017 the patient experienced swelling that was resolved with antibiotics. On 5/31/2017 the patient experienced device migration and asymmetry, surgical intervention (the patient had undergone capsulotomy and pocket adjustment) to resolve, performed on 6/28/2017. On 8/1/2017 the patient experienced device migration and asymmetry and therefore the device was removed and replaced with mentor smooth uhp 1240cc gel implant, serial number (B)(4), catalog number 35051240l, lot number 7466690 on 10/31/2017. Manufacturer¿s reference number: (B)(4).